Event description:
The customer reported the system's workstation continued to flicker and restart itself. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The printer circuit board and all cables were reseated in the workstation. The sys was then found to be operating as intended.